Manufacturer narrative:
No product was returned for investigation. The cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient implanted with and impella cp developed a hematoma. As a result, fem stop and coats were drawn, and the patient received transfusions of fresh frozen plasma, packed red blood cells, cryoprecipitate and protamine. The pump was removed shortly afterwards and the patient survived.